Event description:
It was reported that the user received a ¿pairing failed¿ notification while attempting to connect the freestyle libre 3+ sensor to the ilet bionic pancreas, and the issue resolved after the user toggled to an alternate cgm option and back to libre 3+, followed by a rescan, after which the warmup timer appeared and pairing completed. No clinical signs, symptoms, or conditions were reported. Outcomes included restoration of sensor pairing with no need for medical care or hospitalization. User support included customer support troubleshooting and education that guided the user through rescanning and reinitiating the pairing process. Investigation of this case revealed a transient communication or setup issue related to sensor pairing that resolved with standard reconnection steps, with no device hardware failure identified. It was concluded, based on previously established findings for similar reports, that the cause was user interface or connection sequence related and addressed through standard troubleshooting.